Event description:
It was reported, the patient had a stroke on the table during their second implant on (B)(6) 2004 and another stroke 6 months later. It was reported, the patient came out of them "pretty good but had a lot of weakness".

Manufacturer narrative:
Product ID 3387-40, lot# j0107975v, implanted: 2001 (B)(6); product type lead product ID 7495-25, serial# (B)(4), implanted: 2001 (B)(6); product type extension. (B)(4).